Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 28-feb-2023, it was noticed incorrect information was reported in field "h3. Device evaluated by manufacturer?" Of the 3500a initial medwatch report. It was incorrectly reported that "not returned to manufacturer" however, it should have been "yes". The field has been appropriately updated.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure the force sensing catheter was displaying high force everywhere in the atrium. The physician and bwi representative were able to get an adequate zero of the catheter, but with every movement of the catheter, the force dashboard was giving the high force indication warning. The physician proceeded with the case. After the left pulmonary veins were isolated, the physician began ablating the right pulmonary veins. During ablation the physician noticed the patient's blood pressure began to drop. Using intracardiac echo, the physician noticed a pericardial effusion. The physician then performed a pericardiocentesis procedure. 300 ml were pulled from the patient. The patient was then transported to the intensive care unit (ICU) for observation. The adverse event was discovered during ablation of right veins. The physician¿s opinion on the cause of the adverse event was that it was patient condition and patient anatomy related. Patient required extended hospitalization because of the adverse event as patient was going to ICU for observation to monitor the pericardial effusion overnight. Transseptal puncture was performed; needled details are unknown and unrelated to perforation. There was no evidence of steam pop. Irrigated catheter was used in the event, the flow setting was high flow. No error messages observed on biosense webster equipment during the procedure. All force visualization features was used. Parameters for stability for the visitag module used was range: 3mm, time: 3 sec, force over time (fot) 25% at 3 grams. Additional filter used with the visitag was tag index. Outcome of the adverse event was unknown at this time. After the case the effusion was stopped so there was progress, but they have not been able to follow up and confirm the final outcome. Generator information was a smartablate¿ system rf generator. Correct catheter settings were selected on the smartablate generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Color options used prospectively was impedance. Max wattage used was 35 watts. Total lesions was unknown. Total ablation time was 18. Total fluid was 375 ml. Other bwi products used was pentaray 2-6-2 and 8fr soundstar catheter.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis; the force issue reported could not be replicated during the investigation. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).